Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with vancomycin (one gram given on day zero, day five, day ten and day fifteen, route of administration was not reported) and fortum (one gram given daily continuously for 14 days, dose and route of administration not reported). At the time of this report, treatment with vancomycin and fortum was ongoing and it was also reported that the patient was doing well and the patient's pd effluent was clearer than before (not further specified). At the time of this report, the peritonitis was resolving and the patient was recovering from the event. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). During follow up with the reporter, they stated that the patient had stopped antibiotic treatment and had recovered from the event and peritoneal effluent was clear. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.